Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 0.6ml juvéderm® ultra plus¿ xc in the lips. During injection, it was found to be very difficult to inject and had to exert considerable pressure to extrude filler. Patient developed ischemic area immediately on the right and left side during injection. Patient was massaged vigorously with heat for at least 1 hour and the reaction subsided very little. Patient then was treated with hyaluronidase, 1500 ui constituted in 2 ml, injected into ischemic areas. Symptoms resolved.

Event description:
Healthcare professional reported that patient was injected with 0.6ml juvéderm® ultra plus¿ xc in the lips. During injection, it was found to be very difficult to inject and had to exert considerable pressure to extrude filler. Patient developed ischemic area immediately on the right and left side during injection. Patient was massaged vigorously with heat for at least 1 hour and the reaction subsided very little. Patient then was treated with hyaluronidase, 1500 ui constituted in 2 ml, injected into ischemic areas. Symptoms resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.